Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with extraneal, physioneal, and nutrineal therapies for continuous ambulatory peritoneal dialysis (capd). The action taken with extraneal, physioneal, and nutrineal was not reported. On (B)(6) 2008, the subject experienced bacterial peritonitis manifested by cloudy peritoneal effluent, which resulted in hospitalization that same day. The primary contributing factor to the event was unknown. On (B)(6) 2008, empiric antibiotic treatment with ip ceftazidime and ip vancomycin was started (doses and frequencies not reported). On (B)(6) 2008, treatment with ceftazidime ended, and the subject was discharged from the hospital that same day. On (B)(6) 2009, treatment with vancomycin ended. The patient recovered from this peritonitis event on (B)(6) 2008. Study title: (B)(4). Study sponsor: baxter.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Information was received from a physician. On (B)(6) 2008, the subject had an emergency visit due to cloudy effluent and abdominal pain.